Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 90% stenosed lesion being treated was located in the non-calcified, fairly tortuous right coronary artery (rca). The physician attempted to place the 3.50x16mm taxus express2 drug eluting stent, but was unable to cross the lesion. The physician was withdrawing the stent delivery system, so that he could switch out the guide catheter for a larger size, when the proximal edge of the stent snagged on the tip of the guide catheter. The physician advanced the stent through end of guide down the wire to the vessel. Then tried to bring the stent back into guide and the stent struts stuck on the edge of the guide catheter. The physician was able to remove the entire system. The edges of the struts were handing over the distal tip of the guide. The procedure was completed with another stent. No pt complications were reported. Pt status reported as "ok".

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.